Event description:
Customer's daughter reported customer experienced two incidents due to an errc 2 message which appeared on their freestyle freedom meter. Customer's daughter reported customer experienced symptoms of "confusion, fell asleep, light headedness, excessive sweating and loss of consciousness"; however, it is not clear which symptom the customer was experiencing at each event. In one incident, per customer's daughter, customer experienced symptoms of hyperglycemia and paramedics were called and treated customer with intravenous insulin. In the other reported incident customer experienced hypoglycemia and self-treated with a candy bar, peanut butter, jelly and honey to counteract her symptoms. There is no report of any diagnosis, an investigation into the details is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been returned and an investigation is in process. A final report will be submitted when the investigation is complete.